Event description:
Baxter reported one incident of a blood leak with the psn 210 dialyzer during pt use. Estimated blood loss was reported as 200 cc. Blood leak was noted by the hemodialysis machine's blood leak alarm and confirmed visually in the dialysate. Treatment was stopped and resumed with new disposables. It was reported that the extracorporeal circuit had been primed ten hours prior to connecting the pt for treatment. No pt injury or medical intervention was reported per complaint coordinator.